Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient could not use the ci anymore due to a tumor induced lesion of the acoustical nerve. She was reimplanted on (B)(6), 2010 with a brainstem implant.